Event description:
The pt decided to explant her system due to inadequate paresthesia and an uncomfortable feeling.

Manufacturer narrative:
Visual inspection of the ipg revealed scratches on the case. After one charge cycle, ipg passed photographic image inspection, mechanical and one electrical test performed. High impedance was observed at one electrode contact. Further analysis of the ipg could not be performed since the patient requested that the product be returned intact. Visual inspection of the lead showed that it was cut and damaged. The damaged to the lead is a typical result of an explant procedure. The proximal portion of the lead passed photographic image inspection performed. This is the final report.